Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer reported crack in battery compartment. Customer stated the battery changed but the issue was not resolved. Customer stated that contacts on the battery cap are neither missing nor damaged. Customer stated the spring is neither damaged nor corroded. Blood glucose value at the time of even was 347 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. P-cap / reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device received with cracked case (battery tube) and cracked battery tube threads. (B)(4).